Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between dates of 04/24/2014 and 05/02/2014. Evaluation: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with the presence of iodine detected. Functional testing could not be performed on the packing as the sample was already opened. The reported problem could not be identified via an evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine in the sponge. This was found before use. There is no patient involvement. No additional information is available.